Manufacturer narrative:
Stryker requested additional information about device dispositioning; however, no information was provided. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device doesn't recognize the electrodes. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and verified the reported issue. It was observed that the device not recognizing electrode pads was related to measured patient impedance which was outside the range of 10 to 300 ohms. A cause of the reported issue could not be determined. The customer's device was archived by stryker. The customer has been provided with a replacement device.

Event description:
A customer contacted stryker to report that their device doesn't recognize the electrodes. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.